Event description:
The time of event is unknown. There was no report of patient harm. Insertion flexible tube (ift) steel braid piercing.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model fnl-10rp3 is available in the USA with a 510k number k951196. We checked the returned unit and confirmed that the insertion flexible tube (ift) steel braid piercing. Based on the result, we concluded that it was caused due to the physical damage applied on the insertion flexible tube (ift). In addition, we confirmed that the u/d knob broken, the light guide fiber bundle (lcb) broken, the insertion flexible tube (ift) perforated, and the insertion flexible tube (ift) crushed; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0628 (ift)" and/or the risk analysis results, it was evaluated to submit MDR.